Event description:
It was reported that during a lead extraction procedure to remove a fractured right ventricular (rv) lead, an injury occurred. Reportedly, the lead was prepped with an lld device. A tightrail device was used to successfully navigate from the entry point of the left sided pocket through the innominate vein and into the superior vena cava (svc), and finally to the proximal end of the distal coil. Counter traction was then applied in order to release the lead from the ventricular apex. At this point the patient's blood pressure dropped. A sternotomy was performed to successfully repair a tear to the right atrium/ivc junction. The patient recovered and the outcome was good.